Event description:
I was informed by abbott this morning, that my freestyle libre3 sensors were defective in reading my blood sugar levels. The sensor was not reading correctly compared to my finger sticks, usually reading too high. As of today, I have 4 defective sensors that were identified by serial numbers. I have replaced it with my only working sensor today. Pt code: 4582. Device code: 2588. Ref reports: mw5181275; mw5181276; mw5181277.